Event description:
It was reported that the patient's generator was <25% and due to the length of implant the physician felt this may have been premature since he did not expect it to deplete so quickly. A review of manufacturing records found that the device passed quality control inspection prior to distribution. It was also noted that the generator underwent the trim test using the laser routing process. Programming data was received which indicated that the generator voltage had depleted faster than expected for the % of the battery capacity used. No additional relevant information has been received to date.

Event description:
Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.

Event description:
It was confirmed that at the time of the report the battery indicator was at ifi = no and the battery percentage was 25%.